Event description:
Operation was performed on saturday (B)(6) 2014. Pt had dislocation immediately post op. No trauma and pt was not even mobilised yet. When was transferred from the pacu (post anaesthetic care unit), one of the staff noticed that the operated left leg was externally rotated and swollen. The surgeon was advised and the pt returned to theatre on monday for a revision surgery. Ref MFR number 3005180920-2014-00033.